Manufacturer narrative:
A device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated that several communication problems were rec'd when using the programming wand. Troubleshooting was performed and identified the programming wand as the cause for the communication problems. Programming wand was returned to MFR for analysis. Analysis was performed on the returned programming wand and the reported communication problems were verified. The programming wand serial data cable had intermittent conductors at the handle location.